Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the during preparation for an ultrasound-guided liver biopsy, the device allegedly self activated when the bottom slide was primed. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula was unable to lock into place for multiple attempts, but was eventually able to be primed. Upon disassembly it was noted that the right bumper was missing from the stylet hub and loose within the device housing. The investigation is confirmed for priming issues. However, the investigation remains inconclusive for the alleged self-activation as functional testing was not completed due to the priming issues. It is likely that the loose bumper contributed to the reported self-activation and the identified priming issues. However, the definitive root cause remains unknown. It is unknown if patient and/or procedural issues contributed the reported issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate

Event description:
It was reported that the during preparation for an ultrasound-guided liver biopsy, the device allegedly self activated when the bottom slide was primed. The procedure was completed with another device. There was no patient contact.